Event description:
As reported to the field clinical specialist, the site was performing a transapical mitral valve replacement inside a failing carpentier edwards 31mm mitral valve. Upon deployment of the 26mm edwards sapien thv, echo revealed severe perivalvular leak (pvl). It was then decided to implant another 26mm edwards sapien valve within the 1st one. It was reported that when the 2nd valve and delivery system was introduced across the initial sapien, the 1st sapien embolized into the left atrium and was left in the left atrium. The 2nd sapien was implanted successfully, and the patient was placed on anticoagulation therapy. On the following day the patient was reported to be stable and there was no plan to remove the initial sapien from the left atrium.

Manufacturer narrative:
According to the operation report and intra-procedure tee report, at the beginning of the procedure the internal diameter of the failing mitral valve prosthesis measured 23mm, and the valve did not appear stenotic. There was evidence of pulmonary vein systolic flow reversal, indicating severe mitral regurgitation. After initial deployment, the sapien valve was functioning well however severe mitral regurgitation was then noted with malcoaptation of leaflets. It was noted that ¿with manipulation it appeared that one of the leaflets got stuck¿. It was decided to place a 2nd sapien valve into the mitral position. When passing the 2nd valve, the 1st valve was pushed into the left atrium (la). The embolized valve did not appear to be causing any trouble and therefore a 2nd sapien valve was deployed. It was reported to be well seated with normal leaflet motion and excellent hemodynamics. The 1st valve in the la still did not appear to be causing any difficulty and the physician did not consider the patient a surgical candidate for removal of this valve due to underlying comorbidities. It was felt that anticoagulation was the best management for this patient. It would be safer for the patient to leave the valve in the la and follow up on its status over time. Per the post procedure tee, the cage of the embolized valve appeared to be entangled with the ¿cage¿ of the valve implanted in the mitral position. The mean gradient was 5mmhg across the mitral valve with trivial regurgitation. As per the discharge summary, the patient tolerated the procedure well and immediately post-op, the patient was transferred to the ICU in stable condition and was found to be neurologically intact and able to be extubated the next day. Post-op tee on day 1 reported that the mitral valve prosthesis appeared to be well seated with trivial mitral regurgitation. The patient was discharged 7 days later in stable condition to a skilled nursing facility. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the sapien valve severe mitral regurgitation and embolization to the left atrium cannot be confirmed. It appears the severe mitral regurgitation could be related to procedural factors as it was noted that manipulation caused the leaflet to get stuck. The valve embolization is is likely related to the 2nd valve pushing the 1st valve into the la during crossing . It appears that the events were related to procedural factors. The device is not available for evaluation, as it remains in the patient. There is no allegation or indication that the events were related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Limited information is available at this time. Investigation of the event is ongoing.